Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The blood glucose levels was 455 mg/dl at the time of the incident. Customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump is not expected to return for analysis.